Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the rubber peeling off the distal end of the device was due to stress of use, external factors, or handling. However, since detailed information could not be obtained from the customer, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: chapter 3: preparation and inspection ¿ section 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rubber tip of the flex deflectable videoscope was chipping and falling off. The issue was found during "reprocessing." It was also reported that the unspecified therapeutic procedure was extended for an unknown duration to search for fallen parts. Additional information has been requested to clarify the event, but no further information was obtained at this time. There were no reports of any patient harm.

Manufacturer narrative:
Based on the visual inspection performed on the returned device, the adhesive connection on the bending section cover was broken due to wrong handling. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.